Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) was isolated to the electrode belt trunk cable being cut from the distribution node (dn), also cutting the yellow and black pulse wires, and damaging the orange and green wires. The electrode belt was unable to communicate with the monitor. The root cause for cut cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt's cable was damaged.